Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was confirmed or duplicated. The pt 802 has recorded faults on the event log and failed calibration. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault", "vent inop", and "motor fault" alarm condition. The customer reported that there was no patient involvement.